Manufacturer narrative:
Terumo did not receive the actual device; therefore, no physical eval was performed. Per clinical review of the event, the root cause seems to be customer technique. Terumo recommends that all connections should be tie-banded. The customer did not tie-band their connection, resulting in disconnection of the blood access line from the y connector. Terumo has revised the pack to pre-connect the y-connector with open tubing. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available info has been placed in file in quality mgmt for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the blood cardioplegia line disconnected from the y connector. The product was not changed out, there was 200 cc's of blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no harm to the pt.